Event description:
It was reported that an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, after removing the plunger in step three, the suture came out of the anatomy with the knot intact. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that sheath size was 8.5f. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique used would not contribute to the reported suture malposition. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.